Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files confirmed the reported issue but did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service.